Manufacturer narrative:
Analyzer performance testing was completed and was acceptable. Based on the data provided, a clear root cause could not be identified. A general instrument or reagent problem could not be identified. This event occurred in (B)(6).

Event description:
The initial reporter received questionable troponin t hs stat results for two patient samples from the cobas e411 rack analyzer. Patient 1 initial result was 192.7 pg/ml with a data flag and was reported outside of the laboratory. The repeat result was 10.30 pg/ml. The result from a second sample from the patient was 10.39 pg/ml and the result from a third sample from the patient was 10.66 pg/ml. On (B)(6) 2019, patient 2 initial result was 68.60 pg/ml with a data flag and was reported outside of the laboratory. The repeat result was 22.45 pg/ml with a data flag. The result from a second sample from the patient was 20.75 pg/ml with a data flag. The reagent lot number was 34588800 with an expiration date of 31-dec-2019.